Manufacturer narrative:
Device component code is related to device problem code for the problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during a correction of prolapse procedure performed on (B)(6) 2017. According to the complainant, during the procedure, upon passing the mesh on the sacrospinous ligament, the needle detached from the suture. The procedure was completed with another of the same device. There was no patient complication as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.